Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm has been returned and evaluated by the failure analysis team. In logs, the 23027 error was found, indicating the j2 counter balanced dpot, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a surgeon console fixture test platform (sftp) and passed all relevant testing within specification. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, errors on the system. Logs show 23027 on the master tool manipulator (mtml). The technical service engineer (tse) advised hard restart of the surgeon side console (ssc). The procedure was completing as planned with no reported injury.